Event description:
Following treatment of a vertebral compression fracture, paralysis was noted and patient was taked back into the operating room within 1 hours for decompression.

Manufacturer narrative:
See scanned page.